Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected blood glucose results not fasting range from 100 to 200mg/dl. Blood test performed and test result was 200 mg/dl with accucheck meter and 400 mg/dl with truetrack meter. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test declined. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 02/19/2017 and open vial date is two weeks ago. Recall test results performed fasting from meter memory: 450 mg/dl (B)(6) 2015 10:30am fasting:yes adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.